Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. In the absence of a returned product, an investigation has been performed. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No product has been returned and a valid serial number for the product was not provided. A tripped trend review was conducted for the reported complaint and product, no trends were identified that would indicate any product related issues. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. Section b5 (describe event or problem), and d4 (model no) have been updated as the previously submitted information was deemed invalid.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The customer initially reported a power issue with the adc device as they were unable to test due to the device not powering on with button press or test strip insertion. Due to the delivery issue, the customer did not have a device to monitor glucose with and reported experiencing a loss of consciousness and was hospitalized, although the duration is unknown. The customer self-treated with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. The device mfg date is unknown. The date in h4 is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A delivery delay with a replacement abbott diabetes care (adc) device was reported. The replacement device was issued due to a "replace sensor" message displaying on the same day of sensor application. Due to delivery delay, the customer was unable to test and experienced a loss of consciousness and was able to treat with insulin (dose/type unspecified). There was no report of death or permanent impairment associated with this event.